Manufacturer narrative:
There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
On (B)(6) 2021, absorbable yarns and liquiband were used after a surgery to remove the catheter of the implantable chamber as per internal protocol. On (B)(6) 2021, the patient developed 2 painful blisters close from the wound. Outcome not available. There was disinfection and draining of the blisters as there were painful and removal of the residual glue around the wound